Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lifetime maximum of rv pacing impedance measured 2062 ohms. Initial rv impedance was 638, impedance trend within range. (B)(4).

Event description:
It was reported that a lead monitor alarm was triggered. The right ventricular (rv) lead exhibited high impedance. The lead was re programmed with the polarity changed to unipolar pacing and sensing. The lead remains in use. No patient complications have been reported as a result of this event.